Event description:
Report received from the USA stating that the device "stopped rotating" during an ear, nose, and throat surgery. There was no delay in surgery; a back-up attachment was readily available. There were no patient or user injuries reported and no medical intervention required. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by anspach. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).